Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pumps . The complaint of occlusion occurring randomly on device was verified during testing and revealed in event log. The malfunction was isolated to force sensor and plunger cable. Device physical condition top case chipped on left corner and bottom case cracked by l bracket. Acton was taken to replace force sensor and plunger cable. Performed calibration, occlusion test, pm and all functional tests which passed

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps occlusion alarms happening randomly on device.. No patient adverse events reported.